Manufacturer narrative:
A review of the manufacturing records could not be performed for the device as the lot number was not provided.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. Prior to the implant, a bypass between the left subclavian artery and the left common carotid artery was performed. When implanting a tge373710 endoprosthesis, the graft reportedly landed with the uncovered portion of the proximal stent in the ostium of the left common carotid artery. It was not attempted to correct the position of the endoprosthesis. The reason for the misplacement was reportedly unknown. To maintain patency, a stent was placed into the left common carotid artery. The patient tolerated the procedure.